Event description:
Customer reported issues with the transmitter and sensor. A test plug procedure was run and showed that the transmitter was working. The transmitter did not blink when connected to the sensor. Customer found that the sensor was bent. The blood glucose reading was 109 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.